Event description:
Terumo medical received a user facility (B)(4). The event description states: "a small part of a guidewire broke off inside the patient's leg. What was the original intended procedure? : ultrasound-guided access of the right common femoral artery, largest sheath 6 fr. 2. Introduction of catheter into aorta 3. Left pelvic angiogram with radiologic supervision and interpretation 4. Left lower extremity angiogram with radiologic supervision and interpretation 5. Left dorsalis pedis access under ultrasound guidance, 4 fr 6. Selective catheterization of superficial femoral artery and popliteal artery with balloon angioplasty (3.0, 4.0 and 5.0 serranator balloon, and stenting (5mm x 120mm + 5mm x 120mm + 5mm x 40mm, + 5mm x 60mm everflex protege bm from distal common femoral artery to above knee popliteal artery) 7. Selective catheterization of left profunda femoris with balloon angioplasty (5mm x 7. Left external iliac artery balloon angioplasty (5mm x 40mm armada balloon) 8. Right common femoral artery closure with angioseal closure device." Additional information was received on 03 feb 2023: when the handles on the clip appliers were squeezed the clip applier jammed. A clip did not feed, the handles were stuck and would no longer open.